Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy procedure. According to the complainant, the resolution clip was positioned within the esophagus to treat a bleed. When pulling away from the varix, the end of the clip delivery system pierced the varix. It was noted that the end was very sharp. This caused significant bleeding and delay. A second resolution clip, and a banding device, were used to complete the procedure and both bleeds were successfully resolved. There were no further patient complications.

Manufacturer narrative:
(B) (4) sharp end. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy procedure.according to the complainant, the resolution clip was positioned within the esophagus to treat a bleed. When pulling away from the varix, the end of the clip delivery system pierced the varix. It was noted that the end was very sharp. This caused significant bleeding and delay. A second resolution clip, and a banding device, were used to complete the procedure and both bleeds were successfully resolved. There were no further patient complications.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and was not returned. There was a kink near the handle, and the control wire was separated per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).